Event description:
Allegedly, on report: (B)(4) it is mentioned that the patient had a preserve stem implanted but then the x-ray control showed femur fracture proximal and the component was revised. The preserve stem isn't part of the clinical study (B)(6) and it's mentioned that a gladiator stem that is part of the study was implanted after the revision of the preserve stem.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.